Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR. Report no.: 3006630150-2026-03098), high impedances were noted after connecting the spinal cord stimulator (scs) leads to the ipg. The physician did not perform troubleshooting at that time as the high impedance was likely due to air in the epidural space, however, high impedances were still present during the patients follow up visit. The patient subsequently underwent a procedure wherein only the ipg was replaced. The patient was expected to fully recover.